Manufacturer narrative:
The baxter technician found the brake casters and the pivot block needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this bed . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters and the pivot block to resolve the reported event. Based on this information, no further action is required.

Event description:
A customer contacted technical service to report that procedural stretcher frame casters were not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.